Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was down and screen was black. Customer tried different plugs, but still no power to device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station down and screen was black and device could not power up due to faulty boards in half height enhanced drawer causing power failure. A field service engineer identified drawer causing power issue and replaced boards on half height enhanced drawer and verified functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.